Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an advisory. This ICD was successfully explanted and replaced with another device. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this ICD was explanted due to low battery and the physician decision to upgrade to a dual chamber ICD. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an advisory. This ICD was successfully explanted and replaced with another device. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.